Manufacturer narrative:
Info was not provided by the initial contact. Malformed clip. The el5ml instrument was returned partially cycled, the trigger was released. The instrument was cycled and the advancer bypassed the clip causing a pear shaped clip; on the following firings the instrument fed and formed the clips with mfg requirements. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported by the customer that during a lap coly the device misfired, a new like device was used to complete the case. No add'l info is available at this time. There was no pt consequence reported. One device is available for return.